Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer stated that the architect analyzer generated (B)(6) results on 3 patients. The results provided were: sid (B)(6) in (B)(6) 2016 - (B)(6); (B)(6) 2016 sid(B)(6); (B)(6) 2016 sid(B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, searching for other customer complaints with similar issues, specificity testing, a review of labeling, and a review of manufacturing records. A review of complaints for the past 12 months showed no trends for architect anti-hbs or for lot 55256lh00. A review of labeling concluded that the customer issue is adequately addressed. No returns were available, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits of lot 55256lh00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation for this lot did not identify any issues associated with the customer observation. Based on this investigation, the architect (B)(6), lot 55256lh00, is performing as intended and no product issues were identified.